Event description:
It was reported during validation testing using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 40 samples exhibited poor plasma where sediment appears in the plasma after processing and inversion of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary : bd received two photos and 3 videos for investigation, which show the customer's indicated failure mode of poor serum/plasma. Additionally, 80 retained samples were inspected, with no issues identified. Complaints for sample quality were not under statistical control for the month of january 2025, additional testing was performed.: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor plasma) because the defects were not evident in the testing of the complaint lot samples. Evaluation of both retention and control samples tested was acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor plasma based on the photos and videos. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported during validation testing using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 40 samples exhibited poor plasma where sediment appears in the plasma after processing and inversion of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.